Event description:
(B)(4). Had essure inserted on (B)(6) 2013. 4 days later had severe vaginal dryness, cramping, fatigue, cold sweats, and hot flashes. One month after had severe fatigue and anxiety attacks. 6 months after the procedure a dermoid cyst discovered on my right ovary. Since then I have suffered from headaches, migraines, hair loss, loss of appetite, severe nausea, sharp and very painful abdominal pain, back pain, gastrointestinal issues, I was recently diagnosed with ibs, weight gain, breast pain, more uti's, fatigue, dizziness, severe bloating, acne, painful intercourse, severe heartburn. Now they want me to take prilosec. My device was provided by my insurer and despite the fact that I recently found out I am allergic to nickel my obgyn is not convinced that the nickel allergy is not strong enough for it to be the essure that is causing all these problems. My acne is so bad they put me on antibiotic pills and ointment and if the acne still does not go away they want to try accutane. They have given me codeine for my pain, and have recommended further tests for my gastrointestinal issues.